Manufacturer narrative:
(B)(4). Results: product performance engineering could not determine a conclusive root cause for the dislodged stent. Evaluation summary: quality assurance revealed that the stent delivery system was not returned. Only the stent implant, stylet and protective sheath were returned. There was no blood or contrast visible. The stent implant had dislodged and was located partially inside the protective sheath. There were seven rows of the proximal end of the stent implant extending out the proximal end of the protective sheath. There was no damage noted to the stent implant, protective sheath or the stylet. A snap gauge was used to measure the stent implant outer diameters and they met manufacturing criteria. A pin gauge was used to measure the inner diameter of the protective sheath. Product performance engineering reviewed the incident. Stent dislodgment can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, and handling of the stent during preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. Return of the sds may have aided in the evaluation and determination of cause. In this case, it is possible that during preparation, negative pressure was applied during sheath removal or force was applied when removing the protective sheath, resulting in the stent dislodgment. A review of the product manufacturing records did not reveal any non-conforming material reports associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for stent dislodgement for this lot. There is no indication of a lot specific product quality deficiency; however, a conclusive cause could not be determined for the reported stent dislodgement. A conclusive cause could not be determined and there is no indication of a product quality deficiency; therefore, no corrective action will be implemented in this case. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force. This MDR is considered closed by the product performance group.

Event description:
Reporting rationale: malfunction. Reporting status: dislodged stent has caused or contributed to patient injury previously. Device issue: dislodged stent. It was reported that when the sheath and the stylet were removed from the balloon, the stent came off with it. The device was not used on the patient. A same size vision was selected and used to treat the patient. No additional event or patient information is available.